Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 254 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer reported that she had been hospitalized due to a high blood glucose and had emergency services for lows due to allergies and other causes. Customer declined to troubleshoot for the issues mentioned.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. However, pump was received with an intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The pump was also received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a cracked lcd window, a broken belt clip slot, and cracked battery tube threads.